Event description:
Tkr: right. Tkr: left. Persistent excruciating pain. Limited mobility in both knees for 6 years since date of surgery due to manufacture voluntary recall of biomet vanguard. Tkr hardware FDA recall z1115 2017 initiated on 01/04/2017 posted FDA 01/28/2017. I've been in constant excruciating pain since the surgeries 6 yars ago. On (B)(6) 2017 by orthopedic surgeon in charge of revision finally agreed to do a revision beginning with the most painful right knee operated in (B)(6) 2011. From his notes I found out the hardware was biomet vanguard tkr. Went on the internet and immediately found this device had been recalled on 01/28/2017. FDA recall # z1115 2017 with my hardware serial numbers specified. Right tkr (B)(4). Left tkr (B)(4).